Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Lot number unknown. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that there was a lot of confusion about the information on printed on the device packaging before the beginning of the procedure while the patient was already under anesthesia. The confusion was that there is no information about the diameter of the plate listed on the packaging. The packaging listed 4.5/5.0mm but there was no mention that this was the screw diameter needed for the plate. In trying to obtain the correct information, a surgical delay of 30 minutes resulted. The surgery was successfully completed. This report is 1 of 1 for (B)(4).